Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v519456, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-25, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
It was reported that the device implanted in (B)(6) 2015 won't turn on. The patient could not get stimulation turned on with her patient programmer (pp) and the health care provider (hcp) could not turn it on with their programmer either. The patient stated they had one program turned up to 7.5v and was not feeling anything but can usually feel stimulation at two points something. It was indicated that the hcp wasn't able to get any activity with their programmer. The patient had not had any falls or trauma. The patient stated that they had an appointment with their hcp on tuesday and they took an x-ray to check the lead, but hasn¿t heard anything back regarding the x-ray. The patient has another appointment with the hcp on (B)(6) and would invite the representative to the appointment on (B)(6). No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.